Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during the explant procedure of the right ventricular lead, it was noted that the right atrial lead insulation was abraded. The lead was explanted and replaced.